Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a cartridge change while remaining connected to the ilet and accidentally filled the infusion tubing twice during first-time use, which was characterized as user error; troubleshooting and education on proper cartridge change, disconnection during manipulation, and infusion set handling were completed. Symptoms included low blood glucose with a nadir of 46 and prolonged time below range. Outcomes included no emergency assistance, no medical intervention, no ketone testing, and self-management by eating a meal. Investigation included a review of the reported event with user interview and provision of training materials. Investigation of this case revealed use error associated with cartridge change while connected and repeated tubing fill. It was concluded that the event was attributable to user error with low glucose as an outcome and that additional education was provided to mitigate recurrence.